Event description:
Covidien received a report from a medical technician at the hospital that the n-550 failed at power on self test for no audio sound. No patient involvement.

Manufacturer narrative:
Reporter has returned the unit to the manufacturer for investigation. Manufacturer has confirmed the reported failure of no audio and continues to investigate the problem.